Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.should additional information become available a supplemental record will be filed.bent cross braces

Event description:
The crossbraces are bent.